Event description:
Bleeding has occurred in the eye [eye haemorrhage]. Glycaemia rises [blood glucose increased]. Needle was clogged [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "bleeding has occurred in the eye", "glycaemia rises", and "needle was clogged" all beginning on (B)(6) 2017, and concerned a female patient (age not reported) who was treated with novofine 32g 6 mm (needle) from unknown start date due to "diabetes mellitus". Patient's weight, height and bmi (body mass index) were not reported. Medical history included diabetes mellitus (type and duration unknown), complications of diabetes, bleeding has occurred in the eye. Concomitant products included - humalog (insulin lispro). Treatment included - avastin (simvastatin). The patient informed that for many years she bought novofine 6 mm needles and on (B)(6) 2017, she applied humalog using novofine 6 mm and her blood glucose rose to 360 mg / dl. The pen responded as if it had done the application normally, which made her think that everything was right, but not. Sometime later it was possible to notice that the application of insulin did not happen, because the glycaemia rises, logically. She noticed that the needle was clogged. This is the fifth time this has happened and she previously decided not to manifest, but now, in addition to the glycaemic "shock", bleeding has occurred in the eye due to high blood glucose and complications of diabetes. She went to the hospital a few days later (she did not specify) had applied "avastin" to treat bleeding and later performed a vitrectomy. Patient does not reuse the needles, and was keeping the needle attached only when it would perform another application. She informed that only this needle had clogged, and was continuing to use the other needles normally. The clogged needle was discarded and was not sent for analysis. She did not perform any flow test with the needle clogged. Action taken to novofine was not reported. The outcome for the event "bleeding has occurred in the eye" was unknown. The outcome for the event "glycaemia rises" was unknown. The outcome for the event "needle was clogged" was not reported. Reporter comment: the patient did not attributed bleeding solely to this event today, but also considered the history with diabetes as a whole. The unexpected glycaemic decompensating caused by needle malfunction was a factor for bleeding. She cannot be suspicious of the quality of the needles each of the 5 times that she applies insulin per day.

Event description:
Case description: the patient felt a greater force than normal, but she thought it was not compromising. The patient reported that the needles were well threaded and said that when she became suspicious of these needle clogs, she checked that they were well attached. She attached the needle to the pen in a 180 degree angle (straight on). She already used other needles but does not remember the name, used a 4mm. Now (at the time of report) the patient was using novofine with the lantus and humalog. She was trained in the use of the needles. Investigation result: name: novofine 32g x etw 6 mm - batch 16h01s. The batch documentation was reviewed and found ok. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. An examination of a reference sample showed nothing abnormal.. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. Since last submission, the case has been updated with the following: investigation result updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: on (B)(6) 2017: as the needle has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected needle is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Continued: evaluation summary name: novofine® 32g x etw 6 mm, batch number: 16h01s inv-0324990:the batch documentation was reviewed and found ok. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle the needles tested for flow with measure threads. An examination of a reference sample showed nothing abnormal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. Inv-0324974: the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system.